Event description:
It was reported that the patient controller was alarming with replace backup battery alarm. The primary controller was changed to the back-up controller. The healthcare professional initially attempted to change the backup battery to resolve alarm, but was not successful.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the evaluation of the returned system controller (serial # (B)(6)). The log file retrieved from the returned device captured backup battery fault alarm events relating to a backup battery circuit fault. The alarm events were intermittently active. The returned system controller was functionally tested using laboratory equipment and the backup battery fault alarm was able to be reproduced. The evaluation determined there was a damaged backup battery ribbon cable related to the alarm. The metal contact was not securely held within the connector resulting in a connection issue with the pin within the backup battery receptacle. A root cause could not be determined during the analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.